Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio high results as follows: meter-inr >7.5; lab-inr 5.5.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test result. Reported inr value was >7.5 and difference between inr's is greater than 2.2, comparison is not considered inaccurate. Both values are above 5.0, and not considered discrepant within the context of the documented variability for inr testing per tr 0150. Per clsi, "results exceeding an inr of 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing." Therefore, no further testing beyond the investigation is required at this time. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.